Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement.(B)(4). Despite not knowing the source of the infection, due to the timing of the event in relation to the tubing placement, with an abundance of caution, this event is being reported. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized in the intensive care unit and started duodopa titration, experienced a high fever and an infection of unknown origin. It was reported that the adverse events experienced did not cause the patient to be hospitalized in the intensive care unit. The patient was treated with duocid 1 gr, 2x1 and was connected to the ventilator due to unknown cause of infection and respiratory failure. However, upon multiple follow ups, the type of infection the patient was not reported.